Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was between 100 mg/dl and 400 mg/dl but mainly in the 200 mg/dl. During troubleshooting, customer reported that battery was not previously used and insulin pump was not dropped but may have been bumped slightly. After troubleshooting, it was found that battery cap and battery compartment was corroded. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.